Manufacturer narrative:
The cause of the pump stop is unknown. This event is also reported under MFR #2916596-2020-00461. The patient was initially put on a non-grounded patient cable on (B)(6) 2017 which is captured under MFR # 2916596-2017-02108. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an alarm at home and was not feeling well for 1 to 2 minutes. The patient came to the hospital and was asymptomatic. There was an issue with data transmission from the system controller. The system controller was exchanged. Upon interrogation of the device, a low flow alarm on 2:30 pm and a pump stop with atypical speed was observed. The pump restarted with yellow wrench alarm and system controller fault. The cause is unknown. Patient was transplanted on (B)(6) 2020. The patient is connected to the power module with non-grounded patient cable. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed with the data retrieved from the system controller. The log file captured motor stopped alarm events on january 18 at 2:29 pm with associated low flow hazard and low speed hazard alarm. The motor stopped event occurred while being supported on the 14v batteries. The final events did not capture a driveline disconnected alarm event associated with a system controller exchange, which suggests the system controller reverted to the backup mode. While in backup mode, the system controller fault alarm is active and would not be able to communicate to the system monitor. This is consistent with the reported event details. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device was operated on a mock circulatory loop without any notable event captured in the history event screen. No functional issue was identified during the analysis that could be correlated to the motor stopped alarm events captured in the log file. The motor stopped events will be addressed in the lvad investigation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) ) was shipped to the customer on 08dec2014. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the controller fault alarms instructing the patient to ¿call your hospital contact as soon as possible for diagnosis and instructions¿. Heartmate ii lvas IFU (section 1, 4, 5) contains information about fixed speed, low speed limit, and pump speed including power. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Approved labeling outlines power elevations and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Abrupt changes in power should be evaluated for cause. Heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.